Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a ¿replace sensor¿ error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure or a loss of consciousness, and no third-party intervention was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported via webform a ¿replace sensor¿ error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure or a loss of consciousness, and no third-party intervention was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2023-00665.